Event description:
A caller reported a malfunction with the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer support assisted the caller in resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reoccurred.